Manufacturer narrative:
During the inspection at repair center, the customer's complaint of scope recognition failure was confirmed. The concerned product has been repaired once in the past year. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation before use in a diagnostic enteroscopy, the device could not recognize the scope. The facility completed the case with a similar device and there was not a delay of more than 15 minutes. There was no death or injury reported due to the event. Upon inspection of the customer returned device, no image and an error code e315 was reported due to fluid invasion inside the scope connector. This report is being submitted for the event found at evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 09-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely the connector cap of leak tester was attached to the venting connector of the device allowing water to submerge into the connector, or water entered scope connector when attaching/detaching the connector cap while immersing the device in water and then the error occurred. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.